Event description:
It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026. The blood glucose level was high and the patient was treated with pump bolus. The infusion set was in use for one day.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.